Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the driver on the ventilator stopped, while the ventilator was in use on a patient. The end-users were not able to restart the driver, but the ventilator did not lose pressure. The ventilator was switched out for another ventilator and there was no patient harm. The overheat light on the ventilator was not on, but the end-users noticed a "burning rubber smell." The customer evaluated the ventilator and did not find any visual signs of anything burnt, but isolated the issue to the driver power module.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a 3100a driver power module assembly, and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a defective operational amplifier u2 pulling down the voltage once ac power is applied, not allowing the unit to switch on.